Event description:
Allergan received a report that a male patient was treated on (B)(6) 2020 and (B)(6) 2020 with coolsculpting to the bra roll/back area using a cooladvantage coolcurve plus applicator. In (B)(6) 2020, the treated areas developed tenderness, firmness, and visible enlargement. On (B)(6) 2021 the patient was assessed by a physician and was diagnosed to the bra roll/back area with paradoxical hyperplasia (ph).

Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. The coolsculpting user manual also includes the following information listed under side effects: ¿the following effects can occur in the treatment area during and after a treatment. These effects are temporary and generally resolve within days or weeks. One to two weeks after a treatment: tenderness, cramping, and aching.¿

Event description:
Allergan received a report that a male patient was treated on (B)(6) 2020 and (B)(6) 2020 with coolsculpting to the bra roll/back area using a cooladvantage coolcurve plus applicator. In (B)(6) 2020, the treated areas developed tenderness, firmness, and visible enlargement. On (B)(6) 2021 the patient was assessed by a physician and was diagnosed to the bra roll/back area with paradoxical hyperplasia (ph).